Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the clevis causing completely separation from the distal clevis. Broken yaw pulley was returned. Conductor wire is broken as a result of the yaw pulley breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip broke off of the permanent cautery hook (pch). The fragment was retrieved from the patient during the same procedure. The procedure was completed.